Event description:
It was reported that ventricular noise was observed on the electrogram (egm). The ventricular insulation was damaged due to lead-to-lead abrasion with the atrial lead. The physician repaired the ventricular lead and subsequently, noise was no longer observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.